Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
Customer was sitting on the walker, when she went to get up, the front fork bent and she fell down. She bruised her hip, arm and leg.